Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the 2.0 drill bit broke during a case. The 2.0mm long calibrated drill is long and brittle and it is very easy to break off. There is no additional information available.